Manufacturer narrative:
Ni - it was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the aviva system. The patient alleged the high blood glucose was caused by the aviva meter providing lower blood glucose results which caused him to not give himself insulin. The blood glucose result on the meter was in the "low 100 mg/dl range". It is unknown when this result was taken. The blood glucose result at the hospital was "above 500 mg/dl". The type of treatment provided at the hospital was not provided. The patient was in the emergency room for "4-5 hours". The patient declined to provide further information. The test strips used were stored in the meter's pouch and not stored inside the original strip vial. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.